Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately eight years and eight months post index procedure a CT revealed there was a proximal type I endoleak. The physician elected not to intervene. Per the physician, the cause of the endoleak was due to dilatation of the proximal aorta from disease progression. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.